Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07312.

Manufacturer narrative:
Results: the complaint was visually confirmed for invalid impedance. Microscopic inspection of the lead body revealed a lead breakage with all internal wires broken. The lead breakage was consistent with overstress the lead was subjected while inside the patient. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07312.